Event description:
Nellcor puritan bennett received info that the pt became partially disconnected from the ventilator and the ventilator was reported not to alarm. It was reported that a "pepper medical secure" anti-disconnect device was used to secure the vent circuit to the trach tube and that the pt was able to cough or "grunt" with enough force to disconnect the vent circuit from the trach tube and remain partially connected to the ventilator.